Event description:
It was reported that the lead extension connection had migrated from the top of the skull to close to the base of the neck. There were no therapy or impedance problems. A revision was being considered before any damage could occur. Add'l info has been requested, but was not available as of the date of this report. The side related to the event was not reported. Reference MFR report #3004209178-2010-00993.

Manufacturer narrative:
(B) (4).